Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient diagnosed with a compression fracture underwent a balloon kyphoplasty procedure (bkp) at l3. Twenty-seven days post-op, cement extravasation into the vein was observed on x-rays. There was no evidence of cement migration outside of the vein and no additional treatment was provided to the patient. According to the report, the cement was "doughy and homogenous" prior to use and was prepared according to the instructions for use. The patient was reportedly asymptomatic.

Manufacturer narrative:
X-ray interpretation: "bkp procedure performed with vascular leakage of cement noted postoperatively. CT scans provided show calcification within the aorta and common iliacs as well as within the fractured vertebrae and one view shows evidence of an anterior leak on the right in a high lumbar vertebra."